Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed. The reported event of stretched helix was confirmed. Final analysis found the helix elongation is consistent with having occurred during procedure. No anomalies were detected aside from damage sustained during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. Following fixation to the myocardium, it was noted that the leadless pacemaker (lp) dislodged. Fluoroscopy revealed that the helix of the lp had become stretched. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.